Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending (lad) artery. A 3.50 x 28 synergy¿ stent was advanced but failed to cross the lesion. The stent was checked and was noted to be lifted. The procedure was completed with another 3.50 x 28 synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were stent struts on the proximal end of the stent that were lifted, distorted and pulled distally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending (lad) artery. A 3.50 x 28 synergy¿ stent was advanced but failed to cross the lesion. The stent was checked and was noted to be lifted. The procedure was completed with another 3.50 x 28 synergy¿ stent. No patient complications were reported and the patient's status was good.